Event description:
It was rptd that 2 hrs post implant, the patient (pt) experienced syncope and respiratory pauses. The pt was taken in for surgery and blood clots were extracted from the pericardial space. The atrial lead had not perforated the atrial appendage but was close. High pressure in the venous system and cardiac movement tore the aorta. The doctor stitched the artery and placed a material between the aorta and atria. The lead remained implanted and the pt was stabilized.

Manufacturer narrative:
Analysis was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.